Event description:
The customer initially called to report that he had been experiencing high blood glucose levels. The customer then stated that he was hospitalized for low blood glucose levels with a reading of 20 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but failed the high pressure test. The customer was not connected to the infusion set during the prime or rewind. The insulin amount in the reservoir was the same as the amount in the status screen. The insulin pump had not been exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.